Event description:
Bio med engineer reported that liebel flarsheim field service engineer had done a pm and replaced an electronic board the day before. When the staff was setting up the room that morning they were unable to move the table with either the hand control or foot switch. He reported that a patient was not involved when they found the problem. The or has another urology suite which is available and they were still able to use the table for procedures.

Manufacturer narrative:
Liebel flarsheim field service report states, that the field service engineer found dip switch configuration at wrong settings for this table configuration. The cpu board pn 401861 had been replaced on this table the day before, the dip switch for left/right movement configuration had inadvertently not been reset to what the table originally had. To correct this, the fse reset dip switch cpu sw1-6, re-seated connectors inside the hand control and verified operation of foot switch and hand control per maintenance section of hydrajust plus dr service manual 4041004. To correct this, the fse reset dip switch cpu sw1-6, re-seated connectors inside the hand control and verified operation of foot switch and hand control per maintenance section of hydrajust plus dr service manual 4041004. Unit returned to service. No similar incidents found in a search of hut complaints.